Event description:
Rptr complains of progressive illness from 1989 to present, progressive damage to brain, restricted blood flow to brain "mini-stroke", memory loss, 40% loss of vision, total loss of vision in one eye, loss of ability to concentrate, liver, spleen, kidney & bowel damage, chest pain, pain top right side of head sometimes.